Event description:
It was reported that two days after filter placement, the pt came in complaining of back pain. A CT scan revealed a hematoma adjacent to the filter. The dr assumed one of the filter leg prongs had perforated to cava wall. The pt was anticoagulant and was given a transfusion to correct the anticoagulation. No add'l intervention or complications were reported.